Event description:
It was reported that inappropriate therapy was delivered by the patient's implantable cardioverter defibrillator (ICD) due to incorrect interpretation of the patient's rhythm by the device. The physician believed that the battery depleted prematurely as well. The physician elected to explant and replace the ICD. The patient is recovering after the procedure.

Manufacturer narrative:
The reported field events of premature battery depletion, inappropriate shock, and sensing anomaly were not confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.